Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert indicated there were high rate non-sustained episodes, the sensing integrity count was noted and there was t wave over-sensing post ventricular sensing. Re-programming was performed, the lead remains in use and no patient complications have been reported as a result of this event.